Event description:
It was reported a revision surgery was performed at levels c4/5 and c5/6 due to instability/pseudoarthrosis. The patient is in good condition following the revision. No further information was provided on the survey. This is report one of two for this event.

Manufacturer narrative:
Device evaluation: product was not returned and photos and x-rays were not provided. Device evaluation could not be performed. Potential cause: root cause was unable to be determined. This event could possibly be attributed to patient factors, trauma or other operational factors. DHR review: DHR review unable to be performed as lot numbers are not known. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2021-00116.

Event description:
It was reported a revision surgery was performed at levels c4/5 and c5/6 due to instability/pseudoarthrosis. The patient is in good condition following the revision. No further information was provided on the survey. This is report one of two for this event.